Manufacturer narrative:
(H3) the investigation into the reported limb ischemia and vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that high purge pressure alarm with 1060 mm/hg pressure and purge flow of 1.7 ml/hr was observed. The patient has bleeding problems and ptt levels were kept at 35s due to bleeding risk. The impella data logs were not returned to perform log review for high purge pressure event. The cause of the high purge pressure issue was not determined since product, data logs were not returned and due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown age, gender, race) was implanted with an impella 5.5 for mechanical circulatory support. The device generated a high purge pressure (pp) alarm coinciding with impella support. Pump was explanted the following day due to reported malfunction. There was no reported patient harm.